Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-45 implantable pacing lead, (B)(6) 2012. (B)(4). Device remains in use.

Event description:
It was reported that the threshold had gone up for a period of time and then back down, but the device output had not yet decremented back to the programmed settings. The device and rv (right ventricular) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.